Event description:
The customer reported non-reproducible, falsely elevated results for the troponin I (access accutni+3) for one patient involving the unicel dxi 600 access immunoassay system (serial number (B)(4)). As per laboratory protocol, the critically high (over 0.3 ng/ml) result was automatically reflexed and a second result of 0.595 ng/ml was obtained. This sample was rerun due to the discrepancy on the same instrument, and a negative result was obtained. The customer stated the reflexed result of 0.595 ng/ml was reported outside the laboratory. The customer issued a corrected report. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) and system check were within expected ranges prior to the event. The customer indicated system check and precision run were within expected ranges after the event. The patient samples are collected in 13 mm x 100 mm lithium heparin tubes and centrifuged at 5100 rpm (revolutions per minute) for 3 minutes. No sample integrity issues were noted.

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. A beckman coulter field service engineer (fse) was not dispatched for this event. There was no indication that the accutni+3 reagent was returned for evaluation. The cause of the non-reproducible accutni+3 results cannot be determined with the supplied information.